Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 4 years post tmvr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years post transcatheter mitral valve replacement (tmvr) with a 23mm sapien 3 valve, the valve was explanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Correction to section b5.

Event description:
As reported, approximately 4 years post transcatheter mitral valve replacement (tmvr) with a 23mm sapien 3 valve in a previously implanted ring, the valve was explanted. The reason for the explant is unknown at this time